Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Customer¿s blood glucose was 114 mg/dl. Reportedly, the customer reloaded the cartridge successfully and received an accurate fill estimate.